Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Product has been received but the investigation has not been completed. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer reported set leaked from the center line when the outer line was flushed. No patient harm reported. Set replaced without incident. Although requested, no additional event information provided by user.